Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection an inductor was missing and a resistor on the main board was found to be damaged/burnt. The main board was assembled into a golden unit. The device was powered on and no errors were observed. The inductor was replaced. Upon functional test ran on tester the device failed the atrial tests. The resistor was replaced and device ran on tester and passed all the tests. The lcd was assembled into a golden unit. The device was powered on and verified that the lcd was fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) failed the preventive maintenance test. It was noted that the epg did not exceed (B)(4) units. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) failed with a measured output of 8.18 ma in doo mode. It was also noted that the device failed in back light on-off difference due to liquid crystal display (lcd) defective. It was further noted that the atrial patient connector was broken. The hanger assembly was worn out. Additionally, it was noted that the seal assembly was worn out. The r646 resistor on the pcba was burnt out. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.